Event description:
It was reported that the patient's extension was difficult to remove from the ipg during a routine battery replacement and the extension became damaged during attempts to remove it. The extension was explanted and replaced the address the issue.

Manufacturer narrative:
A visual examination of the lead segment noted it was missing the terminal and stimulation end segments consistent with damage sustained during the explant procedure. The section measured 38cm. There was no specific complaint against the lead concerning performance while implanted. A ipg diagnostic report on the day of explant showed no electrical opens/shorts were observed. No further testing was performed due to the as-received condition.